Event description:
It was reported that this patient was admitted to the hospital due to a leg edema. The patient was in atrial fibrillation (af) so a lead testing was performed, and it was confirmed that the lead exhibited loss of capture (loc), undersensing and high pacing thresholds. It was performed an x-ray and it was discovered that the right ventricular (rv) lead was dislodged, and a pericardial effusion was noted. The physician performed a pericardiocentesis and a lead replacement. The procedures were successfully completed with no further complications. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was admitted to the hospital due to a leg edema. The patient was in atrial fibrillation (af) so a lead testing was performed, and it was confirmed that the lead exhibited loss of capture (loc), undersensing and high pacing thresholds. It was performed an x-ray and it was discovered that the right ventricular (rv) lead was dislodged, and a pericardial effusion was noted. The physician performed a pericardiocentesis and a lead replacement. The procedures were successfully completed with no further complications. No additional adverse patient effects were reported.